Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced a loss of effective therapy and developed an ulcer over the pump. The cause of the event was an infection. The device system was explanted on (B)(6) 2015. They were unable to obtain the patient¿s status at the time of the report. It was later reported that the patient was now well managed with oral medications and recovered without permanent impairment. The type of medication being delivered via the device system was dilaudid. Additional information was requested regarding troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.